Event description:
It was reported that a spectrum pump failed psi testing. This occurred during programming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and no errors occurred. The reported issue was not replicated. The device was sent for downstream occlusion detection and passed. A review of the event history log identified downstream occlusion alarms, however downstream occlusion detection test results cannot be determined via the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.